Event description:
Information received that the left side brake casters do not hold when set. No injury reported.

Manufacturer narrative:
Bed was found in a storage area in the basement. Technician found that the left side brake casters do not hold when set. Replaced the left side head and foot brake casters to resolve this issue.